Manufacturer narrative:
Block b3 (date of event): date of event was approximated to (B)(6) 2019 as no event date was reported. Block h6 (device codes): problem code 2907 captures the reportable event of internal bolster detached. Block h6 (evaluation conclusion codes): visual examination of the returned device revealed, the molded internal bolster was detached from the tube and it was not returned with the device. The complaint was consistent with the reported event of internal bolster detached. It is most likely that procedural and anatomical factors encountered during the procedure could have affected the device performance and its integrity. Probably the molded internal bolster was detached due to user technique, patient anatomy or other procedural factors, also force applied to distend the gastrostomy tube during placement could have contributed with the event. Based on the information available and the analysis performed, the investigation conclusion code for the encountered damage will be documented as adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was placed on an unknown procedure date. According to the complainant, one month after the placement, the internal bolster detached from the tube and remained in the stomach. It was replaced with a new securi-t percutaneous replacement gastrostomy tube. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2019 as no event date was reported. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was placed on an unknown procedure date. According to the complainant, one month after the placement, the internal bolster detached from the tube and remained in the stomach. It was replaced with a new securi-t percutaneous replacement gastrostomy tube. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.